Manufacturer narrative:
A DHR review found no evidence that the device failed to meet applicable product specifications. Visual inspection of the returned cylinders found no defects. Both cylinders passed functional testing with a force readout of 1390 grams, this is within specifications. Product analysis was unable to identify any defect that could be related to the reported urethra stricture and tear. Based on the information available and evaluation conclusion code of known inherent risk of device was assigned as the reported urethra perforation is included in the product labeling.

Event description:
It was reported that due to an urethra stricture and tear/perforation of urethra that occurred during surgery, the patient had his spectra penile prosthesis (spp) implant surgery aborted. The bsc device was not used after it was opened. The patient is now recovering from this injury.

Event description:
It was reported that due to an urethra stricture and tear that occurred during surgery, the patient had his spectra penile prosthesis (spp) implant surgery aborted. The bsc device was not used after it was opened. The patient is now recovering from this injury.